Event description:
This MDR is being filed as exposed material. It was reported that following a urethral implant bulking procedure, the doctor observed exposed material. The implant was performed in april at an outpatient clinic. The pt experienced uti symptoms, pain, urgency and urine containing wbc/rbc/nitrates in which antibiotics were prescribed. The therapy did not result in improvement so the doctor performed a cystocopy. The doctor saw a quarter sized piece of material that was left hanging out of the injection sites. He was able to remove some of the material from the tissue but left it in the bladder for her to urinate out. The pt was fine until a week later when the symptoms returned. The doctor performed a 2nd cystocopy and indicated that there was still fragments coming from the same injection site. Additionally, the other injection sites had bulked up if it was about to open up. He indicated that her body was trying to push the material out. She is now on pyriduim for pain. No further complications have been reported.

Manufacturer narrative:
The lot number is unk therefore no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of sucess. During the course of the clinical investigation, 28 subjects receivng the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents.